Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6), female, underwent an afib - atrial fibrillation procedure with a smart touch bidirectional, suffered cardiac tamponade which required a pericardiocentesis and 150cc liquid was removed from the pericardial space. A pericardial drain was left in place and the patient was transferred in stable condition to the ccu for observation. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4). Lot# 17288799m. (B)(4). Bwi products in use for the procedure were: carto 3 system: serial # (B)(4). Smart ablate generator: serial # (B)(4). Smart ablate pump: serial # (B)(4). Smart ablate remote: serial # (B)(4). Lassonav catheter: cat# d134301. Acunav catheter: cat# 10135936, lot# OEM. (B)(4).

Event description:
It was reported that a patient, (B)(6), female, underwent an afib - atrial fibrillation procedure with a smart touch bidirectional, suffered cardiac tamponade which required a pericardiocentesis and 150cc liquid was removed from the pericardial space. A pericardial drain was left in place and the patient was transferred in stable condition to the ccu for observation. The adverse event occurred during post ablation phase, upon removal of sheaths and catheters from the left atrium when the patient's blood pressure dropped and a pericardial effusion was observed by intracardiac ultrasound. A transseptal puncture was performed by using brk-1 needle (catalog # 407207) and two sheaths: st. Jude agilis nxt 8.5f large curve (catalog # g408324) and swartz lamp 45 -8.5f ( catalog # 407362). No product malfunctions have been confirmed related to this patient injury. In addition, during the procedure, non-MDR reportable force reading issues occurred. The issue was resolved by changing the catheter with the same catalog number.